Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that during an unknown surgery on (B)(6) 2022, it was observed that the drill bit device was dull. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This report is for one (1) drill bit ø4.3 percut calibr l300/200 f/. This complaint involves one(1) device.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.